Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D11 - intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary finding of the broken blade to be related to the customer reported complaint. The blade broke roughly 0.174¿ from the base. The broken piece was returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of the ¿broken instrument blades¿ is typically attributed to mishandling/misuse. A review of the logs showed the harmonic ace instrument (part# 480275-08 / lot# m90210218-0230) was last used on (B)(6) 2021 during this reported procedure with system sk2645. The harmonic ace instrument is a single-use device.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the harmonic ace instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned for analysis and/or if additional information is received. An image of the harmonic ace instrument related to this event was received. A review of the submitted image was performed, and it was confirmed that the jaw of the harmonic ace instrument was detached. An instrument log search with the information provided resulted in no additional information. Furthermore, since the instrument batch sequence number was not provided, an instrument log review of the product related to the complaint cannot be performed at this time. The harmonic ace instrument is a single-use device. In addition, a review of the site's complaint history identified no other complaints related to the harmonic ace instrument. This complaint is being reported due to the following conclusion: during a da vinci-assisted pancreaticoduodenectomy surgical procedure, it was alleged that the tip of the harmonic ace instrument broke off and fell inside the patient. The fragment was retrieved and no additional surgical intervention was required. However, unintended fragments falling inside the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. Although there was no patient harm reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted pancreaticoduodenectomy surgical procedure, the tip of the harmonic ace instrument broke off and fell inside the patient. The fragment was retrieved during the same procedure. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. On 04-oct-2021, 05-oct-2021, and 13-oct-2021, intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event. The additional information was obtained from the robotics coordinator. The instrument was reportedly inspected prior to use, and no issues were noted. The instrument was in use for approximately 3-4 hours and performed as intended up until it broke. The customer reported that the instrument did not make contact with any other instrument or hard material during the procedure. The fragment fell inside the patient during instrument activation and removal. The surgeon believes the instrument might have been damaged during the case. After the tip of the instrument broke off and fell inside the patient, the fragment was retrieved during the same procedure. The customer confirmed all fragments were retrieved by matching the broken fragment to the instrument. No additional surgical procedure was required, and there were no post-operative tests performed to check for remaining fragments. The instrument was not removed prior to the breakage. Upon final removal of the instrument, there was no resistance through the cannula. The surgical staff did not notice any other damage to the instrument or the cannula after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. It was confirmed there was no patient harm, injury or adverse outcome. The customer could not verify the instrument lot number. The instrument was reportedly sent back to isi for evaluation. There is no video recording of the procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1 b1 updated from "product problem" to "adverse event and product problem" b2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".